Event description:
A consumer reported that he sees three images instead of one following intraocular lens (iol) implant surgery. The surgeon states that everything looks fine.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received.